Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The foreign material found in the device could not be identified. Customer follows correct reprocessing procedure as per olympus training and instructions for use (IFU); however, the device could not be reprocessed due to the reported issue, and reprocessing was incomplete at the time of return. Possibly, after the previous procedure pre-cleaning was not performed within one hour. The possibility that the scope was used for a procedure while the foreign material was present on the scope cannot be denied. However, no impact on any patient was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was a foreign object attached to the forceps base and the area around the forceps base. The investigation was not able to identify the foreign object, and the root cause of the attached foreign object could not be determined, however, it is likely that the reprocessing steps recommended in the IFU were not performed completely due to forceps elevator not working , allowing foreign material to remained at/around forceps elevator. The event may be prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of dirt on the forceps elevator. There was dirt also found on distal end rubber coating (a-rubber) and distal end cover (c-cover). This is attributed to insufficient cleaning. Due to deformation of (u/d) knob, water tightness is lost; objective (ob) lens has a scratch; forceps elevator coil (k-wire) is completely cut off, causing forceps raising angle to not meet the standard; adhesive on a-rubber is detached; connecting tube has a wrinkle and a cut; insertion tube non bending part (ig protector) has a cut; scope cover (s-cover), grip, s-connector, and sc cover unit have a scratch; suction cylinder (s-cylinder) is shaved; forceps channel port is shaved; protector of universal cord on s-connector side has a scratch; due to wear of angle wire, bending angle in up/down/right direction and play of up/down/right/left knobs does not meet the standard value; and due to damage on charge couple device (ccd) unit, image has black dots. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of elevator of the device not moving at all as found during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was presence of dirt on the forceps elevator. There was dirt also found on distal end rubber coating (a-rubber) and distal end cover (c-cover). This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of dirt found on the forceps elevator, a-rubber, and c-cover during device evaluation.